Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was could not be confirmed as the suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery (rcfa) and the left common femoral vein (lcfv) were attempted with two proglide devices, using the preclose technique via a 6f sheaths, prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the sutures for both proglide devices where pulled to tighten the loop before placing them to the side, both sutures came completely out of the anatomy. The sutures had broken. The sheaths were upsized to 18f. The tavi procedure was completed. A non-abbott device was used to achieve hemostasis in the rcfa and manual venous compression was used to achieve hemostasis in the lcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physicians are reported to be in-training of the proglide device and the preclose technique. No additional information was provided.